Event description:
It was reported that: "revised head because surgeon revised the cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) and event referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2011-00396.